Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2138-50, serial#: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient was experiencing loss of stimulation. Fluoroscopy was taken and revealed lead migration. The impedance check was showing that one contact was out. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing loss of stimulation. An impedance check revealed high impedances. A fluoroscopy was performed which revealed lead migration, although it is not known if both of the leads had migrated. The patient will most likely proceed with an explant, although there is no further course of action at this time.